Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (s/n) (B)(6)] system with a waterjet model erbejet 2, p/n 10150-000, s/n (B)(6)] was involved in a patient incident after a mucosa ablation as part of a gastric mucosa ablation study. The equipment was used with an erbe hybrid apc probe (p/n 20150-015, lot number wo357167). No information was provided in regards to any other equipment or accessory used in the procedure. Additionally, the settings (i.e., modes, effects, etc.) Used during the ablation were not conveyed to erbe. Four (4) days after the procedure, the patient complained of severe abdominal pain and nausea. She had not taken the recommended pain medication after the interventional work. When the pain failed to respond to 100 mg of tramadol within an hour and then began to radiate from her back, she was admitted to st. George hospital. Laboratory results and an abdominal CT scan revealed no abnormalities. Pain medication administered at the medical center was effective. Because of the easter holiday and the patient's inability to adhere to the diet, the patient was hospitalized for 4 days.

Manufacturer narrative:
The apc/esu system with the waterjet unit were returned and thoroughly inspected/tested. The findings were as follows: apc a technical safety check was performed on the unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges. All features were working properly within specifications. Esu the generator was evaluated via a technical safety check. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were operating within specifications. Waterjet a technical safety check was performed on the unit which confirmed that all features (i.e., electrical, performance, activation, and pump engine) were functioning properly as intended. In addition, no anomalies were found in the device history records (dhrs) of the units. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely, there were many factors involved in the incident. Pain is an expected side effect of the procedure per the clinical study. The patient's pain could have been a result of her not taking the prescribed pain medication and/or not following the diet restrictions. Other causes may have been due to argon gas being in the gastrointestinal tract and/or constipation because of medication side effects. Nevertheless, no conclusive determination could be made as to the cause of the event. No trends have been identified. Erbe USA, inc. Is now closing the file on this incident.